Event description:
It was reported the metal feet on the back of the case are missing. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Battery release, heart block, lead flex cover, heart wire contacts, and battery drawer are contaminated. Upper and lower cases, both bail covers, and ring cover are broken. One bail is missing. The ring is bent.